Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed that the pump display turned back on and customer resumed insulin delivery successfully. There was no reported adverse impact to the customer's blood glucose level.